Manufacturer narrative:
The product has not been returned for evaluation but logs were provided. The device history record review, manufacture date, expiration date, and UDI were not completed because a serial number was not provided. No product return but logs were collected.

Event description:
It was reported that when using an EKG cable to slave heart rate in the cticu the rvef was initially 9 percent and fell to 6 percent hours later. The attending did not believe the numbers so they removed the EKG cable. There were no error messages. This was during use. There is no patient injury. Patient demographics were requested but unavailable. Per the rep there will be no product return but logs were obtained by an ew engineer.

Manufacturer narrative:
The EKG cable was not returned for evaluation. However, diagnostic logs were provided. Per the edwards engineer, there appeared to be issues associated with the ECG input going into the hemosphere. Typically, this is a setup issue. There needs to be some troubleshooting to confirm that the hr from the ECG line matches what the patient monitor hr is. This would directly impact rvef. 9% to 6% rvef is non-clinical, so clearly there was something going on with one of the inputs, most likely the ECG input. H3 other text : device not returned but logs were provided.